Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0877) on 28-aug-2015. The most recent information was received on 14-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain, severe and persistent pain'), genital haemorrhage ('heavy bleeding') and ovarian cyst ('cysts in ovaries') in an adult female patient who had essure (batch no. 464482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not used birth control or contraception at any time following her essure placement procedure" and device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included multigravida and parity 3 (B)(6) 2001, (B)(6) 2003 and (B)(6) 2009). Approximate weight at the time of essure placement: 145 (unitis not informed). Previously administered products included for an unreported indication: iud from 2000 to 2008. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2015, anemia since 2009, pain in hip, menorrhagia, pain of lower extremities, bloating and dizziness. On (B)(6) 2009, the patient had essure inserted. In june 2011, the patient experienced migraine ("migraines"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sex"). In 2013, the patient experienced tooth disorder ("dental issues"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced abdominal pain ("severe and persistent abdominal pain (sharp)"), headache ("headaches") and back pain ("back pain (sharp)"). In september 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and anaemia ("anemia"). On an unknown date, the patient experienced menometrorrhagia ("very irregular, heavy periods"), dysmenorrhoea ("very painful periods"), abdominal distension ("extreme bloating"), swelling ("swelling all over my body"), mood swings ("mood swings"), fatigue ("fatigue") and mental disorder ("essure caused aggravated any psychiatric and/or psychological condition") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, ferrous sulfate and surgery (laparoscopy left ovarian cystectomy,bilateral salpingectomy with removal of essure coils, thermal ablation and removed cyst). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, menometrorrhagia, dysmenorrhoea, abdominal distension, swelling, mood swings, dyspareunia, abdominal pain, anaemia, headache, tooth disorder, alopecia, fatigue, weight increased, back pain, mental disorder and migraine had resolved. The reporter provided no causality assessment for tooth disorder with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, mental disorder, migraine, mood swings, ovarian cyst, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: patient received medical treatment for heavy bleeding, abdominal and back pain, hair loss. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received: reporter added, lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 28-aug-2015. The most recent information was received on 13-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain, severe and persistent pain'), genital haemorrhage ('heavy bleeding') and ovarian cyst ('cysts in ovaries') in an adult female patient who had essure (batch no. 464482-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not used birth control or contraception at any time following her essure placement procedure" and device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included multigravida and parity 3 (B)(6) 2001, (B)(6) 2003 and (B)(6) 2009). Approximate weight at the time of essure placement: 145 (unitis not informed). Previously administered products included for an unreported indication: iud from 2000 to 2008. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2015, anemia since 2009, pain in hip, menorrhagia, pain of lower extremities, bloating and dizziness. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sex"). In 2013, the patient experienced tooth disorder ("dental issues"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced abdominal pain ("severe and persistent abdominal pain (sharp)"), headache ("headaches") and back pain ("back pain (sharp)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and anaemia ("anemia"). On an unknown date, the patient experienced menometrorrhagia ("very irregular, heavy periods"), dysmenorrhoea ("very painful periods"), abdominal distension ("extreme bloating"), swelling ("swelling all over my body"), mood swings ("mood swings"), fatigue ("fatigue") and mental disorder ("essure caused aggravated any psychiatric and/or psychological condition") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, ferrous sulfate and surgery (laparoscopy left ovarian cystectomy,bilateral salpingectomy with removal of essure coils, thermal ablation and removed cyst). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, menometrorrhagia, dysmenorrhoea, abdominal distension, swelling, mood swings, dyspareunia, abdominal pain, anaemia, headache, tooth disorder, alopecia, fatigue, weight increased, back pain, mental disorder and migraine had resolved. The reporter provided no causality assessment for tooth disorder with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, mental disorder, migraine, mood swings, ovarian cyst, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: patient received medical treatment for heavy bleeding, abdominal and back pain, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0877) on 28-aug-2015. The most recent information was received on 07-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain, severe and persistent pain'), genital haemorrhage ('heavy bleeding') and ovarian cyst ('cysts in ovaries') in an adult female patient who had essure (batch no. 464482-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not used birth control or contraception at any time following her essure placement procedure" and device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included multigravida and parity 3 ((B)(6) 2001, (B)(6) 2003 and (B)(6) 2009). Approximate weight at the time of essure placement: 145 (unitis not informed). Previously administered products included for an unreported indication: iud from 2000 to 2008. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2015, anemia since 2009, pain in hip, menorrhagia, pain of lower extremities, bloating and dizziness. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sex"). In 2013, the patient experienced tooth disorder ("dental issues"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced abdominal pain ("severe and persistent abdominal pain (sharp)"), headache ("headaches") and back pain ("back pain (sharp)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and anaemia ("anemia"). On an unknown date, the patient experienced menometrorrhagia ("very irregular, heavy periods"), dysmenorrhoea ("very painful periods"), abdominal distension ("extreme bloating"), swelling ("swelling all over my body"), mood swings ("mood swings"), fatigue ("fatigue") and mental disorder ("essure caused aggravated any psychiatric and/or psychological condition") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, ferrous sulfate and surgery (laparoscopy left ovarian cystectomy,bilateral salpingectomy with removal of essure coils, thermal ablation and removed cyst). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, menometrorrhagia, dysmenorrhoea, abdominal distension, swelling, mood swings, dyspareunia, abdominal pain, anaemia, headache, tooth disorder, alopecia, fatigue, weight increased, back pain, mental disorder and migraine had resolved. The reporter provided no causality assessment for tooth disorder with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, mental disorder, migraine, mood swings, ovarian cyst, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: patient received medical treatment for heavy bleeding, abdominal and back pain, hair loss. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0877) on 28-aug-2015. The most recent information was received on 29-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain, severe and persistent pain"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("cysts in ovaries") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's past medical history included multigravida and parity 3 ((B)(6) 2001, (B)(6) 2003 and (B)(6) 2009). Previously administered products included for an unreported indication: iud from 2000 to 2008. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sex"). In 2015, the patient experienced abdominal pain ("severe and persistent abdominal pain (sharp)"), headache ("headaches") and back pain ("back pain (sharp)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and anaemia ("anemia"). On an unknown date, the patient experienced menometrorrhagia ("very irregular, heavy periods"), dysmenorrhoea ("very painful periods"), abdominal distension ("extreme bloating"), swelling ("swelling all over my body"), mood swings ("mood swings"), tooth disorder ("dental issues"), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), mental disorder ("essure caused aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("she did not used birth control or contraception at any time following her essure placement procedure"). The patient was treated with analgesics, ferrous sulfate, surgery (bilateral salpingectomy), surgery (thermal ablation) and surgery (removed cyst). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, menometrorrhagia, dysmenorrhoea, abdominal distension, swelling, mood swings, dyspareunia, abdominal pain, anaemia, headache, tooth disorder, alopecia, fatigue, weight increased, back pain, mental disorder and migraine had resolved and the treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, mental disorder, migraine, mood swings, ovarian cyst, pelvic pain, swelling, treatment noncompliance and weight increased to be related to essure. The reporter provided no causality assessment for tooth disorder with essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-nov-2017: new reporters, patient¿s historical conditions, historical drug, product onset and removal (bilateral salpingectomy) dates, treatment medications were added. Case upgraded to incident. New events:pelvic pain, heavy bleeding; severe and persistent abdominal pain; anemia; headaches; dental issues; hair loss; fatigue; weight gain; back pain; essure caused aggravated any psychiatric and/or psychological condition); migraines; she did not undergo an essure conformation test) and she did not used birth control or contraception at any time following her essure placement procedure were added. Outcomes for all the events updated to recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.